Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. The patient presented with 4cm x 4cm infection at site of spaceoar implant. The patient was treated with IV antibiotics. It was reported that the patient also experienced a hemorrhage, gastrointestinal ulcer, and a fever. The patient is expected to fully recover. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.